Event description:
Patient with bhp, ca prostate and bladder, post tur. Lpn on md order was set to discontinue foley. Upon releasing water from 30 cc balloon, only 15cc water came back when syringe attached. Attempts to reinsert water into balloon or draw back on syringe to get full 30cc back were unsuccessful. The port was then snipped off without any return of water from balloon. Foley unable to be removed. Cystogram procedure: despiste numerous manipulation, unable to remove. Catheter ended up in uretra below prostate. Patient to or. With patient under general anesthesia, an attempt was made to pass a french ureteroscope alongside the catheter - unsuccessful. Distal end of catheter was palpated at the penoscrotal junction. With pressure on the penocrotal urethra and pulling on the catheter, milking the penis back over the catheter, the catheter came loose and was removed. Bag appeared to be deflated. No other abnormalties. Patient was urethroscoped. No abnormalities along the urethra. Prostatic urethra appeared somewhat ragged from previous tur. Another foflfey cather was reinserted and inflated. Patinet stable on discharge january 31device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.